Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer dropped the pump in a tub filled with water prior to getting the altitude alarms. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer reloaded the same cartridge and was able to resume insulin delivery.